Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this right ventricular (rv) lead was noted to have elevated threshold measurements. The lead was capped and replaced without incident. No adverse patient effects were reported.